Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited several right ventricular oversensing events. The patient took a deep breath during a clinical visit and was able to reproduce the events. It was believed the oversensing was due to myopotential. Isometrics did not showed any noise or created any artifact. Programming changes were made. The patient was stable.